Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient's inr goal was 1.8-2.2 due to recurrent suspected gi bleeds and chronic anemia. No additional information was provided.

Manufacturer narrative:
The referenced report of stroke was reported under medwatch MFR report # 2916596-2018-00293 and the referenced report of elevated ldh was reported under medwatch MFR report # 2916596-2018-01366. A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a direct source of bleeding has not been found through gastrointestinal and a capsule endoscopy. Arteriovenous malformations in the small bowel was suspected but not confirmed. The patient received additional blood transfusions due to a stroke requiring increase of the patient¿s inr goal. It was reported that the patient¿s anemia may be related to hemolysis and elevated lactate dehydrogenase (ldh) levels. The patient was in a somewhat stable condition, but continued to receive periodic transfusions and frequent monitoring of the hemoglobin and hematocrit levels as well as the patient¿s lactate dehydrogenase level and inr. No further information was provided.